Event description:
It was reported that cgm displayed error message 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that error did not recur, and successfully started new sensor session.